Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was ins migration. Just after a change of the ins due to normal battery depletion, it was starting to "till" more horizontally than before. Examination on (B)(6) 2025 noted that they looked at the scar to see the pace. After discussion, it was decided to reposition the ins in the left laterothoracic position on (B)(6) 2025. The event resolved without sequelae on (B)(6) 2025. The device diagnosis was ins migration. The etiology was not related to the device/therapy, and a causal relationship between the ins implant procedure, specifically to the ins pocket. It was noted that the patient's age at consent was 53 years.